Manufacturer narrative:
E1: patient country: united states patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula was coming out event on (B)(6) 2024. The site of insertion was right abdomen. The infusion set was in use for one day. No further information was available.